Event description:
The plaintiff alleges that while working as a lpn the plaintiff was continuously exposed to antigenic natural latex proteins in latex gloves as a result the plaintiff has become sensitized to latex and is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hosps, clinics, or private practice offices. The plaintiff further alleges that the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. The plaintiff also alleges that in 1999, at the hosp, the plaintiff was diagnosed by the doctor, as a result of a rast test, as being allergic to latex. Furthermore the plaintiff alleges that the plaintiff has suffered substantial injury, pain and suffering, economic loss, lost wages, humiliation, anxiety, embarassment, outrage, and other mental suffering and emotional distress, and past and future medical expenses. Finally, the plaintiff's spouse alleges that they have suffered the loss of support, services, companionship and consortium of the plaintiff.